Manufacturer narrative:
Physio-control evaluated the device and observed that it failed the power-up selftest and then powered down by itself after approx 3 secs. Further evaluation observed a failure of the ic, designator u31, on the digital pcb assembly. The pcb assembly was retained in component retention and the device was discarded.

Event description:
It was reported that the power on self test failed after the customer performed a manual test. There was no pt associated with the reported event.